Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose from the 200 to 400 mg/dl range. The customer treated with the insulin pump. The customer stated that her blood glucose level was 384 mg/dl, she tried to deliver a bolus for 13.9 units and the insulin pump only gave 10 units and said max bolus. The customer inquired about turning the max setting off. She was assisted with increasing the max bolus setting to her specification. Troubleshooting for high blood glucose was declined. The insulin pump will not be returned for analysis.